Manufacturer narrative:
Final analysis found epoxy contamination of the atrial and ventricle connector ring contact springs. This is a manufacturing anomaly to allow epoxy to contaminate the contact springs.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the during implant the pulse generator exhibited a setscrew anomaly. The device was not used and replaced.